Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they high blood glucose. The customer¿s blood glucose was 400 mg/dl. The insulin pump had insulin flow blocked alarm. The troubleshooting was performed for the insulin flow blocked alarm. The customer was advised to disconnect at the quick release. The customer was assisted in performing a 5.0 unit fill cannula. Customer stated that the insulin exited. Customer was able to remove set at this time to test site portion of infusion. The customer stated that the cannula was bent. The insulin pump will not be returned for analysis.